Manufacturer narrative:
Service was not able to verify customer's reported problem. All testing performed with good known test ac adapter and patient circuit connected. Vent passed 192 hours extended tests at customer settings with no abnormalities. Vent failed troubleshooting final test at bypass valve and tidal volume & flow performance.

Event description:
The customer reported that the ltv 1150 ventilator shut off while attached to a patient. Unit could not turn back on after attempting to charge with new power source. The issue occured during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.